Manufacturer narrative:
Correction section d6a - date of implant: updated.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Interrogation of the pacemaker post procedure revealed high impedance anomaly on the right atrial lead. Programming changes were made and attempted to moderate the impedance issue. The physician elected to observe the lead condition. The patient was in stable condition.